Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were still having a lot of issues with peeing everywhere. Patient stated that they got up and pee and it just comes out. Agent asked patient if they had felt any relief in their symptoms since they were implanted and patient stated maybe a tiny bit. Patient also reported that around 10 days ago, they were in the middle of trying to go to the bathroom and they were kind of rocking to try to get themselves upright, they felt a vibration and a shock. Patient said they were so terrified that they had damaged the implant so they called their healthcare provider and the healthcare provider told them that as long as they didn't fall on it they should be ok. Patient also mentioned feeling the stimulation in their lower buttcheek and in the left big toe. The agent explained to the patient that certain positions could cause the feeling of more stimulation than normal and also reviewed therapy information and general programming guidance. Patient would maintain stimulation level and would continue to track symptoms. Patient had a follow up appointment on april 30th. Patient reported a tiny bit of relief since the implant, unexpected stimulation, tingling sensation on the left big toe and urinary symptoms. Additional information was received from a patient. They reported that around the incision was itching like crazy, patient mentioned, they took the coverage off from the incision and that could have irritated the area. Guided patient to discuss with healthcare provider (hcp) medical concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.